Event description:
It was reported to philips that system would not boot up successfully. The system was in clinical use. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) inspected the system remotely and found that the system facing problem with starting and trigger problem. Review of log file shows malfunctioning flexvision pc, maquet hardware I/o post error and flexvision pc (tz) grabber card initialization error. Fse suggested to replace flexvision pc, which is replaced by the philips field service engineer (fse) through case initiated on 14th july 2023 covered in the case ID (B)(4) after replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.